Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/17/2015 with the following findings:the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked at the case seal. A cartridge cap and battery cap were not returned with the pump; a test battery cap was used during the analysis. Unrelated to the reported issue, the audio bolus button cover was found to be detached/missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and dim and discolored display screen visual. This report is made based on results of investigation completed on 04/17/2015.